Event description:
Patient having a lap cholecystectomy; when going through set-up for the harmonic scalpel, we repeatedly got an error message to re-tighten the instrument. This was done five times without a successful pass; then we got an error message to replace the instrument. We opened another disposable hand piece and it passed the test. No harm to patient.